Event description:
The advocate stated the customer tested his blood glucose using his contour meters and received readings of 30 and 95 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned.